Event description:
Additional information received reported that the ¿screw¿ could not be loosened.

Event description:
(B)(4): it was reported that during a surgical procedure, the lead couldn¿t be inserted into the implantable neurostimulator (ins) ¿all the way¿, despite retracting and re-tightening down the setscrew. Another ins was used and it worked ¿fine¿. The reporter indicated that the lead was not compromised as a result of the ins defect. The patient was reportedly feeling stimulation post-operatively and no other adverse events were associated with the issue. (B)(4): no new information. (B)(4): no new information.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Manufacturer narrative:
Analysis of the ins found no anomaly. Analysis of the wrench found no anomaly.

Manufacturer narrative:
Product ID: neu_wrench_acc, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.